Event description:
Six weeks post implant device interrogation shows elevated rv threshold to 5.8v at 0.4ms. Referred for rv lead revision. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed cuts into the insulation (19 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported elevated threshold. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.